Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was tried to fire during a low anterior resection, the firing could not be done. When the sales rep checked the devices, the staples were pressed out and had a high possibility of pre-fired. The procedure was completed with another device. There was no patient injury.